Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on february 10, 2017, confirmed that the whole tissue pad was fallen off and missing. The missing tissue pad was not returned. The manufacturing record was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut), then the tissue pad was fallen off due to a load. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an uncertain procedure. The grasping section did not work when it was used in tissues. It was not reported that whether the procedure was completed and whether the device was replaced. There was no fallen fragment was reported. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on february 10, 2017, confirmed that the whole tissue pad was fallen off and missing. It was not reported where the tissue pad was fallen off. The coating on the outer surface of the jaw was worn and partially came off. This is the report regarding the tissue pad damage. Another report regarding the coating damage is going to be submitted separately.